Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions was identified during the device evaluation: no image, scope communication error code -b30, white residue on the channel and cylinder. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause for error codes e216, b30 and no image was likely due to component failure without any design or manufacturing issue. Based on the results of the investigation white residue on the channel and cylinder were confirmed. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had a e216 scope communication error. The event was found during set up. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.